Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set separated in the package. There was no patient involvement.

Event description:
It was reported that the tubing set separated in the package. There was no patient involvement.

Manufacturer narrative:
The customer¿s report that the tubing set separated was confirmed. The primary sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the lower fitment and tubing on both used primary sets. Examination under magnification of the separation observed insufficient solvent at the end of the tubing. Functional testing was deemed unnecessary due to the separation. The tubing was measured using lab calipers and was found to be within measurement specification. The 14 new unopened primary sets were opened and a tug test was performed at each engagement to test for separation. 11 of the 14 sets replicated a separation at the engagement between the lower fitment and tubing. No other separations occurred throughout the sets. 4 suspect sets were not returned for investigation. The root cause of the separation was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error. A device history record for model 2420-0007 with lot number 19123083 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 12dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
The customer¿s report that the tubing set separated was confirmed. The primary sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the sets noted separation at the engagement between the lower fitment and tubing on all three used primary sets. Examination under magnification of the separation observed insufficient solvent at the end of the tubing. Functional testing was deemed unnecessary due to the separation. The tubing was measured using lab calipers and was found to be within measurement specification. The 14 new unopened primary sets were opened and a tug test was performed at each engagement to test for separation. 11 of the 14 sets replicated a separation at the engagement between the lower fitment and tubing. No other separations occurred throughout the sets. 4 suspect sets were not returned for investigation. The root cause of the separation was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error. The device history record for model 2420-0007 lot 19123083 shows the set was manufactured on 12dec2019 with a total of (B)(4) units. There was a quality notification issued for separation lower-tubing (200306038) during the production build of this set. A CAPA was opened to implement the containment and corrective actions of the issue.

Event description:
It was reported that the tubing set separated in the package. There was no patient involvement.